Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. The event can be detected by following the instructions for use which state: do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired", and device preparation section reads "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber". From the investigation it was found that the issue observed is known to occur on occasion and does not affect the fiber¿s performance at all and is not a safety issue. Several factors can account for this after packaging; handling of the fiber (either during shipment or at the user site), the power and alignment settings for the green led on the laser system, or the integrity of the fiber coating. The record review for the reported lot number (kr326698) confirmed the product was packaged, tested in accordance with all applicable procedures, and met all final product release criteria. Additionally, CAPA review showed no open or closed capas related to the issue cited in this complaint. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and the device is not expected to be returned. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the tfl single use fiber was damaged with light showing along the fiber. The issue was found during preparation for use. There were no reports of patient harm.